Manufacturer narrative:
The product was returned to boston scientific for analysis. Returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The wire shaft showed a kink located 176.5cm from the tip. There was peeled coating at the 176.5cm location. The occ handle was connected to the ffr link for signal verification. The signal was not present as designed. Device analysis was conducted by inspecting the proximal end of the wire for any damage to the fiber optic. No damage was noticed. The sensor was inspected by viewing the sensor port to verify that the sensor was in the correct location. This sensor looked to be too far distal which would give the indication of the sensor being detached from the fiber optic cable. The wire was gently shaken to see if the sensor would move within the sensor housing and the sensor did move which verifies the sensor was detached from the fiber optic. The coefficient values were confirmed to be programmed per document. The wire was removed from the occ handle with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information of signal/zero issues.

Event description:
Reportable based on analysis completed on 26mar2020. It was reported that comet pressure guidewire had poor signal and could not zero the wire. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed peeled coating.